Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium single use mac s4 blade, once the anesthesiologist inserted the blade into the patient's mouth, it began to look like an infrared camera. No shapes could be made out and everything was bright red, yellow, and grainy. A delay in the procedure of one (1) to two (2) minutes occurred as a back-up mac 4 blade was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure could not be duplicated. The smart cable and the monitor passed all image quality tests. The smart cable, monitor and six (6) unused titanium single use blades returned by the customer were sent for technical review. During technical review the issue was unable to be recreated with the parts provided by the customer. The blade used during the procedure was not returned.